Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions. Hematuria, urinary retention, bladder pain, clot retention, and need for additional interventions are known possible outcomes following the urolift procedure.

Event description:
Patient underwent prostatic urethral lift (pul) procedure on (B)(6) 2018 and was discharged with a catheter. He restarted anticoagulation therapy with coumadin that evening. The next day on (B)(6) 2018, the patient went to the ER with complaints of urinary retention, bladder pain, hematuria, and clot retention. On the evening of (B)(6) 2018, the patient underwent open bladder clot evacuation, but the source of bleeding was not identified and the patient was transferred to the ICU. On (B)(6) 2018, he underwent continuous bladder irrigation and embolization of the right prostatic artery. Hemoglobin level was reported to have dropped to 5 g/dl. During his hospital stay, he received 6 units of ffp, 5 units of packed rbcs, vitamin k, and antibiotics. On (B)(6) 2018, anticoagulation therapy was resumed. On (B)(6) 2018, the patient was discharged from the hospital in stable condition. On (B)(6) 2018, the physician confirmed that no additional intervention was required, the bleeding was resolved, and the patient is doing well.